Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s5 roller pump displayed an error message prior to going on bypass. The pump was replaced to perform the procedure. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate. The connectors on several boards were reseated and a full functional check of the pump operation was completed. No issues were noted and the pump was returned to service. The investigation is ongoing. A follow-up report will be sent when the investigation is complete. Evaluated on site by sorin rep.

Event description:
Sorin group (B)(4) received a report that the s5 roller pump displayed an error message prior to going on bypass. The pump was replaced to perform the procedure. There was no patient involvement.